Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A dispensed suture was returned for analysis. During the visual inspection of suture, body fluids on the ends of suture were noted and there was no impression on swage area that could be observed. Also, the needle was not received for determine the assignable cause. As the needle was not sent, the condition of the suture could not be evaluated and the assignable cause could not be determined.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2018 and suture was used. During the procedure, the needle detached from the suture. There were no adverse consequences to the patient. No additional information was available.